Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings and investigation conclusions). Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and winding inspection process. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The instructions for use were reviewed and indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.

Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. The report of "balloon was broken" was confirmed. The balloon was found to be ruptured in the middle area. The edges of latex did not match at the ruptured region through lumen was occluded with clotted blood and it was not able to remove the blood with warm water and stylet wire. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a lower limb artery incision and thrombectomy surgery, the balloon of this fogarty embolectomy catheter was broken. As per product evaluation findings, the balloon was found to be ruptured in the middle area. The edges of latex did not match at the ruptured region. There is no allegation of patient injury. Patient demographics were not provided.